Manufacturer narrative:
Corrected information has been provided in d1 brand name. Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Added g1 manufacturer contact fax number was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that they were not present during the occurrence; however, bedside staff reported that the patient experienced short runs of ventricular tachycardia. The sales representative confirmed this information as reported by the bedside staff.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery for the 59 year old male patient admitted in with cardiomyopathy, presenting in scai stage d shock. Prior to the pump placement the patient was on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was shared and was inclusive of atrial fibrillation with rvr and heart failure. On the second day of support the patient experienced frequent premature ventricular contractions (pvc) and ventricular tachycardia. The patient was stable during the arrhythmia but the team repositioned the pump to resolve the issue. In addition, the team observed hematuria. The repositioning resolved the tinge, and urine color returned to normal. Nursing staff did make allegation that there may have been a traumatic foley that contributed to/caused the urine color change. After the 2 days of support the team explanted the cp pump and escalated to the impella 5.5 pump. The patient was noted be stable and there was no confirmation of the hematuria being hemolysis. The 5.5 pump continues to support the patient. The repositioning will be conservatively reported, however the repositioning was performed with no consequence to the patient and support, and resolved the arrythmia.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.